Event description:
It was reported that the zimmer air dermatome ii was taking too thin of a graft. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at this time of this report. A follow up medwatch will be submitted once the investigation is complete.